Event description:
It was reported that the patient was unable to adjust the stimulation and experienced a loss of therapeutic effect from their implantable neurostimulator (ins). Since last night, a power-on-reset (por) condition was reported and a "call doctor" icon message was seen on the patient's programmer. It was also reported that the patient had recent exposure to a security gate at the (B)(6) airport. It was noted that the ins was turned on at the time of the exposure. The por was cleared with the assistance of the company representative. The patient stated that they felt "weird" after the stimulation was turned back on. It was thought that since the patient's device was off for a day or so, the stimulation ramps back up to the setting the patient was last on and the patient may have side effects in the beginning. The patient was also taking the medication sinemet. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37 085-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3387s-40, lot# v415233, implanted: (B)(6) 2010. Product type: lead: product ID 3387s-40, lot# v411439, implanted: (B)(6) 2010. Product type: lead. (B)(4).